Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation and to correct information provided on the initial report. In the initial report, the manufacturer narrative (h10) included the statement, "additionally, it was found that the software needed to be upgraded. Olympus performed service with the recommended part replacement and software upgrade and the unit passed all functional testing." This information was partly erroneous. While it was suggested to the customer that the software be upgraded at the same time the power switch was replaced, the customer declined and the software was not updated. Note that the software does not impact the function of the power switch which was replaced. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. It was confirmed that the device was manufactured prior to a design change made to the power switch that was implemented november 18, 2013.

Manufacturer narrative:
The device was received by olympus for evaluation. The user facility report was confirmed. The evaluation results found an older version main switch which was broken and would require replacement. Additionally, it was found that the software needed to be upgraded. Olympus performed service with the recommended part replacement and software upgrade and the unit passed all functional testing. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the cv-190 power switch cannot be turned off due to sticking so the power button is stuck and not turning on and off. There was no patient involvement associated to this report.